Event description:
It was initially reported on april 16, 2024 an instrument was reported for unknown malfunction. The malfunction did not happen in surgery. It is unknown when the issue occurred. The device was returned and during visual inspection it was determined the device threads were stripped and investigation required.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown event date investigation summary the product was returned to depuy synthes for evaluation. Visual inspection revealed that the emsys lnr imp tip 36 was stripped on its inner threads. Additionally, scratches were observed on its convex area. The observed condition of the device can be attributed to unintended user error by improper alignment and care when assembling mating device, resulting in cross-threading and stripping of the threads. Properly handling and attention to the approved use of the device diminishes the risk of failure. Where scratches were observed, this type of damage is consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the emsys lnr imp tip 36 would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.